Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that approximately two weeks post implant, the patient with this device presented with a possible infection or hematoma at the implant site. The physician elected to surgical intervene for a pocket flush and reimplant. Upon reopening, no indication of infection, simply a large hematoma. It appeared there had been a muscle cut presenting with blood collection around the implant location. The patient received a unit of blood and required a cardiothoracic surgeon to assist with adjusting and repairing the pocket site. Due to the amount of blood, a drain was placed and the device left off to allow for post surgical air escape. The patient remained hospitalized for several days prior to drain removal and system sensing optimizations.